Event description:
The pt may have had a tia within 24 hours post procedure. A CT scan was negative for stroke and the carotid duplex showed treated carotid lesion was patent. Symptoms resolved prior to discharge and the pt suffered no medical sequelae. Additional info was received in 03/05, stating that during hospitalization the pt experienced hypotension, weakness in the right hand and was treated with heparin and IV fluids. The pt's outcome was resolved. Then in 6 days later, more info was received stating that the pt suffered a stroke. The pt was treated with prednisone and a CT scan was performed. The event resulted in new/prolonged hospitalization with persistent or significant disability. The pt's outcome is unchanged.

Event description:
The patient suffered a stroke in march 2005. A CT performed on the following day confirmed a left hemispheric ischemic stroke. The patient was discharged to a nursing home. The coutcome resulted in disability.